Manufacturer narrative:
E1: reporter institution phone number : (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction occured. A follow up report will be sent upon completion of investigation.

Event description:
The customer reported a speaker malfunction occurred. And no sound was coming from the device. It was unclear whether the device was in clinical use at the time of the event. After replacing the speaker, the device operated as intended again.

Manufacturer narrative:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the speaker malfunctioned. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that the speaker was completely out of sound. A philips remote service engineer (rse) spoke with the customer who requested a replacement part. It was determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.